Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 977d260 (serial: (B)(6) ); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 brand name surescan; product ID 977d260 (serial: (B)(6) ); product type: 0215-screening device; implant date (B)(6) 2025; explant date (B)(6) 2025 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient via manufacturer representative who was using an external neurostimulator (ens). It was reported that the patient woke up in severe pain throughout bilateral le and hypersensitivity to light touch after scs trial implant. Hcp explanted both leads. Patient pain and hypersensitivity dissipated after 1-2 hours in recovery room and able to return home same day. Explanted right lead out first which began to calm down right le symptoms. However, left le persisted so explanted the left lead as well.

Manufacturer narrative:
Correction: analysis updated s12300 g04075 added. Analysis updated to include info for pli 10: dark adhesive material observed, suspected medical adhesive mixed with suspected bodily fluids. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- (B)(6) 2025 12:51:22 cst pli# 30 product ID#: 9772501 h3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The external neurostimulator (ens) passed functional testing. Product ID: 977d260, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device h3. Analysis identified that the outer insulation was melted in the body of the lead which is consistent with electrocautery use in the proximity of the lead. Analysis identified that the insulation on the lead was cut; consistent with explant damage; however, electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. Product ID: 977d260, serial#: (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: screening device h3. Analysis identified a break in the insulation under electrode at the distal end of the lead; consistent with explant damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.